Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a delay in detection of a ventricular tachycardia episode. The duration of delay was not reported. No adverse patient effects were reported. At this time, no further information has been made available.